Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual evaluation noted that the reload was fully fired with a deformed anvil clamping mechanism and a broken lug on the adapter. Functional evaluation noted that the reload cycled without issue. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the deformed anvil clamping mechanism may occur when firing is done over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the broken lug condition can occur if the reload is over torqued during unloading and/or if an attempt is made to unload the reload without using the release button. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when the surgeon operated the black release button of the adapter, the jaws opened therefore the device could be removed from the tissue.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a lap total gastrectomy procedure, the firing with powered handle was successful, the surgeon could move the knife back, however could not open the jaws. The surgeon pushed the silver button but the device did not work. Replaced by a manual handle, the procedure was completed. After the surgery, they checked the adapter and the cartridge, the cartridge departed from the adapter. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.